Event description:
Abbott customer support assisted the customer in updating the gains settings on a cell-dyn emerald analyzer per the fa23mar2010 customer communication. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4) a follow-up report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). During installation of a cell-dyn emerald at a customer site, an abbott field service representative (fsr) discovered that gain settings for the standard and non-standard specimen types did not match. By default, gain settings should match for all specimen types. Consequently, patient samples run in a non-standard specimen type did not match results from the same patient sample run in standard specimen type. All parameters can be affected by gain setting differences, with the exception of hgb. Gain settings cannot be modified by the customer, only in the factory or by an fsr. Quality control, calibration and gain adjustment all use the standard specimen type only. In the factory, there are assembly instructions to adjust the gain settings for the standard specimen type and apply the adjustments to all the non-standard types; however, there is no verification of the gain settings following any modification. Investigation into this issue, including a supplier correction action report to OEM, is now complete. We identified the root cause of the issue to be related to OEM and abbott hematology documentation and process errors, where critical steps were incomplete or inaccurate regarding instructions for the gain setting values on the non-standard types. A product correction letter, (B)(4), was issued to all currently active cell-dyn emerald customers, instructing them to perform a review of gain settings and adjustment with assistance from abbott customer service and support, if necessary. Additionally, on (B)(6) 2010, a follow-up product correction letter, (B)(4), was issued to all active cell-dyn emerald customers with a new software version, which eliminates the possibility of the issue occurring.